Event description:
It was reported that prior to use there were sterility issues with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that the syringes were packaged unsterile.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/19/2020. H.6. Investigation: one sample was provided by the customer for evaluation. It came in an opened packaging blister. A visual inspection was performed with a 10x magnifier lens. The barrel flange has embedded burnt plastic. Eembedded burnt plastic in the barrel flange can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. The syringes are assembled and packaged then send to sterilization. According to our records these products were sterilized. Based on the investigation and analysis of the sample provided , the symptom reported by the customer can¿t be confirmed. However, the syringe with embedded burnt plastic is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use there were sterility issues with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that the syringes were packaged unsterile.